Manufacturer narrative:
The customer suspected device was returned for investigation. Upon inspection and testing of the returned device, the following defects were found, body control unit discolored, light guide mount ring painting melted and deterioration of the objective lenses glue. The faulty parts were replaced. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset endoeye flex 3d deflectable videoscope, to the olympus service center. Upon inspection and testing of the returned device, deterioration of the objective lenses glue was noticed. This report is being submitted for the event found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely due to physical stress from outside of the device or chemical stress due to sterilization with chemicals and/or sterrad system. The following information is stated in the instructions for use (IFU): ¿operation manual: important information ¿ please read before use: dangers, warnings, and cautions: do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Reprocessing manual: 3.1 compatibility summary: methods listed as ¿compatible¿ in table 3.1 and 3.2 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear. Furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. Reprocessing manual: 3.1 compatibility summary: list of compatible methods validated in terms of material durability: sterrad® 50/100s/200/nx¿: sterilization by sterrad® 50/100s/200/nx¿ system may deteriorate the adhesive of the insertion section. Depending on the circumstances, replacement of the insertion section may be required. Before use, confirm that the endoscope is free from any damage or other irregularities. For further details, contact olympus.¿ olympus will continue to monitor field performance for this device.